Manufacturer narrative:
(B)(4). Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the ous affiliate, five days after being implanted, a microsensor stopped reading. It was replaced with another. There were no reports of delay or patient harm.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
A review of manufacturing records found no discrepancies when the device was released to stock. Upon completion of the evaluation of the returned product, a follow-up report will be submitted.

Manufacturer narrative:
Updated UDI : (B)(4). The sensor was returned for evaluation. There was an unknown substance on the sensor area that is not part of the manufacturing process. There was sealant lifting at the sensor area and scratches on the epoxy ball. The catheter material was mashed 31 cm from the connector. The device passed electronic, noise, linearity/hysteresis, and signal drift tests. A review of manufacturing records for both the component and the finished good lot found no discrepancies. Based on the results of the investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this and similar complaints. At present, we consider this complaint to be closed.